Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. After the alert was cleared, normal device function resumed. No patient symptoms were reported. The patient would be followed normally.

Manufacturer narrative:
(B)(4).